Manufacturer narrative:
Complaint confirmed, a piece of the drive feature broke off. The fragment was not returned. The feature could not be measured due tot he damage and deformation present. The device met material specifications. The cause of the even is undetermined, however likely cause include overtorquing the device, shallow driver engagement depth; prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a distal calc slide procedure the surgeon was using the ar-8946-08 driver to insert the screw. Upon insertion, the driver tip broke off in head of the screw. The driver tip was fully removed from the screw head, and the case was completed by using a back up driver.